Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Home care user reported that the device was in use for infusion. The user removed the device after 6 hours in situ due to soreness. Upon removal, bleeding was observed at the site and the user found the cannula was stuck inside the skin. No incident related medical sequela was reported.